Event description:
A malfunction alarm was reported during a software update. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer attempted to reset the malfunctioning pump but was unsuccessful, despite trying various cables and sockets. Technical support provided instructions for resetting the pump, and when the issue persisted, they arranged for a replacement pump. The customer was instructed to switch to multiple daily injections (mdi) as a backup therapy and was advised on returning the problematic pump with a prepaid label.